Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with the ethicon products ( pds sutures )used in this procedure? Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? If yes, provide details of event and specific product code and lot number involved. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. (B)(4).

Event description:
It was reported in a journal article entitled: postoperative complications in the treatment of rectal neoplasia by transanal endoscopic microsurgery: a prospective study of risk factors and time course author(s): carlos frederico s. Marques, caio sergio r. Nahas, ulysses ribeiro jr, leonardo a. Bustamante, rodrigo ambar pinto, eduardo kenzo mory, ivan cecconello, sergio carlos nahas1 citation: int j colorectal dis (2016) 31:833¿841; doi 10.1007/s00384-016-2527-4. This prospective study aimed to evaluate the risk factors related to the incidence, severity, and time course of postoperative complications of transanal endoscopic microsurgery (tem). Over a 3-year study between oct 2009 and sep2009, 53 patients with adenomas and clinical rectal cancer who underwent tem with curative intention or, for higher stages, palliation. In all cases, resection and hemostasis were achieved using harmonic ace, and for the treatment of rectal wound, 3-0 pds sutures were used in combination with laparoscopic lt 300 titanium clips at the beginning and end suture, instead of suture knots. Postoperatively, one patient had infection related to the suture and seven patients had hemorrhage with one had severe bleeding with hemodynamic instability controlled by colonoscopy and endoclip. All complication were self-limited. Additional information has been requested.